Event description:
Customer reported the flip flop brake will not lock. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the brake handles. System operates as intended. This MDR is related to ge healthcare.